Event description:
On (B)(6) 2010, patient reported she has seen air bubbles occur 1-2 days after inserting a new insulin cartridge. Patient stated there were no air bubbles after filling the insulin cartridge. Patient reported large flat pea size bubble appears 1-2 days after use. Patient stated infusion adapter had not been changed for as long as she can remember; change adapter today. Educated patient on changing adapter with every 10th cartridge change. Patient reported the air bubbles occur near the top of the insulin cartridge near the adapter. Patient stated she will then disconnect and is able to prime out the bubble and all is okay until the next cartridge change or two. Patient reported prior to the call she had change the insulin cartridge, the adapter, the battery and the battery cover; no air bubbles are present at this time. Patient stated they occur "relatively often". No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.